Event description:
Mid (B)(6) aged female with history of diabetes, hypertension and nash cirrhosis. While having an infusion of albumin (2nd bottle), when the chamber was squeezed to fill the chamber, a moderate amount of albumin came squirting out of the open vent. No known harm to the patient.